Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the tip of the screwdriver is broken off, and the missing piece was not returned. The missing piece represents approximately half the length of the stardrive tip. The fracture surface is homogenous indicating material uniformity. The remaining stardrive features/ridges are twisted where the break occurred. There are some minor surface scratches on the shaft. The stardrive feature shows that the tip was twisted before it broke which indicates that it was subjected to a considerable amount of torque. The fracture surface is homogenous which indicates material uniformity and there is nothing to indicate there are manufacturing or design issues with this device. It is concluded that there is nothing that indicates there was any design or manufacturing related issues with this device. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: actual event date not known. This is report 1 of 1 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that after a procedure was completed, it was noticed that the tip of the screwdriver was broken off. It is not known how or when it got broken. There was no impact on the patient or the procedure.